Event description:
Pentax medical was made aware of an issue that occurred in the united states. The information provided indicated that there might have been a delay in reprocessing a eg29-i10 video upper gi scope, due to a deep freeze in (B)(6).

Manufacturer narrative:
The device was returned to pentax media service for further evaluation on service order (B)(4) where it was reprocessed and inspected. The scope passed the wet and dry leak tests. Cleaning, disinfection, angulation adjustment and video calibration was performed and the endoscope was returned to the customer. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.